Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was blood leakage from 2 needles in the same batch. No patient impact.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: material #: 368607. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.